Event description:
It was reported by service report that the foot left load cell was bad and the scale/bed exit would not work. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: load cell.